Manufacturer narrative:
If implanted; give dates: unknown/ not provided. If explanted; give dates: not applicable; lenses remain implanted. (B)(6). Device manufacture dates: unknown as product serial numbers were not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had an unknown number of cases where he found a visible black thread during lens implantation. When trying to remove the thread, it just vanished behind the zonules. No individual incident details were available. It was suggested that the particles may not have originated from the lenses. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.